Event description:
Procedure: lap gastric bypass. According to the reporter: the loading unit locked on tissue and could not be opened. Another stapler was applied to resect the instrument and or time was extended to redo that portion of the procedure.